Manufacturer narrative:
The device has not been received by depuy synthes power tools. It add'l info becomes available, a supplemental report will be sent. (B)(4) .

Event description:
Report received from the USA stating that the device has cord damage. It is known that the device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.